Event description:
Patient's parent reported that a mark -potential scar- was left on the child's arm upon use of the device. Route: top. Dates of use: (B) (6) 2010. Diagnosis or reason for use: use on minor cuts and scrapes.